Event description:
It was reported that bd intima-ii y 24 ga x 0.75 inch prn ec slm npvc catheter defective damaged replacement of indwelling needle found to be cracked during infusion.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
As described in the follow-up information, neither the catheter nor the extension tubing was damaged during infusion, and the defective sample was discarded. DHR/bhr review lot#2053283: the products of this batch were assembled at intima ii auto line 4 in march 2022, and packaged at r240 package line in march 2022. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific site and states of the crack of the defective sample cannot be identified, the root cause of the crack cannot be determined.

Event description:
No additional information provided.